Event description:
It was reported when using the pyxis medstation es system became unresponsive while initializing the med-application and was unable to successfully launch the application.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the station application not launching and the admin mode becoming unresponsive after logging in. A field service engineer reimaged the station, configured the device, and performed data synchronization to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.